Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped due to impedance is gradually elevated and noise was confirmed. A new lead was implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. Update from boston scientific 12. Dec 2025: lead conductor fracture. The resistance of the v lead had gradually increased, and recently it began to detect noise. Sensitivity had been reduced to manage this, but as the issue progressed further, an additional lead implantation procedure was performed on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.